Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be damaged, along with numerous other internal components. The soft cannula damage that was observed found the exposed portion to be flattened, kinked, and outside of the required length specification. Further inspection found the device was unable to deliver insulin, and that the bottom and middle batteries had insufficient voltage readings. The sma wires were also determined to be outside of the required resistance specification. The pcb was additionally unable to connect with the master pdm therefore no download data could be obtained. Cause and timing of the damages, and their relation to the device's ability to deliver insulin or cause skin irritation, if any, could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod on the leg longer than 48 hours. The insertion site was noted to be irritated. A manual insulin injection using a pen was administered to treat the hyperglycemia.